Manufacturer narrative:
The customer's glidescope core quickconnect cable was not returned to verathon for evaluation, therefore the cause of the reported issue could not be determined. Initial communication from the customer indicated they confirmed the issue was isolated to the reported cable despite no physical damage being observed. Review of complaint history for the reported cable lot number did not identify any previous complaints reported to verathon. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported intermittent image freezing when using a glidescope core quickconnect cable during a patient procedure. The procedure was completed after switching to an alternate cable. No delay in procedure or harm to the patient was reported.